Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. No further details were provided.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is in process.

Manufacturer narrative:
In 2009 per response from surgeon, the device is not available for return as it was not explanted. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.1 months, due to unknown reasons.